Event description:
It was reported that about a month ago patient fell and did not hit her head however wound up fracturing her pelvis and was in rehab for a couple of weeks. Caller said that they got patient's implant back up and running and patient has been at 100% for about a week, which is not normal. When asked, caller said that patient normally recharges every 2-3 days and said that it has been a week since last recharged. Caller was not with patient at the time of the call. Caller will call back when they is with patient to review how to check the current battery level using the patient programmer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient's representative called back in reporting that the patient has been bedridden, and the caller was wondering if this was normal. Caller mentioned previously reported information from the same case then confirmed that the patient was charging their implantable neurostimulator (ins) with their insr during the call, showing 3/4 of the battery symbol being filled out with the last quartile of the battery flashing. Agent reviewed general therapy information and walked caller through connecting to the patient's ins to check their ins battery and therapy status. Caller confirmed that the therapy was turned off, and the ins battery was at 100%. Agent had the caller try to turn the therapy back on, but then caller stated that the patient was not okay at all because their eyes kind of rolled back and their mouth went open, making a sound like "ugh". Agent had the therapy turned back off and caller then mentioned that they had no idea if the patient's therapy was usually turned on or not. Redirected the caller to the patient's hcp to further address the issue. Caller then confirmed that they'll follow up with patient's hcp. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.